Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient called with high blood glucose (bg) at 378 mg/dl, once the bg began to go down, the patient's mother did not need help with anything else and hung up. The patient remained on ilet pump. Bg was affected, however, no symptoms experienced during event and no medical intervention required. The patient was not out of blood glucose range for 90+ minutes.